Manufacturer narrative:
CAPA remediation.

Event description:
Slurred speech was reported at the post-titration visit and final visit (1 year apart). The physician confirms that slurred speech issues have resolved.